Manufacturer narrative:
An event of ptfe wire observed on the device under ice was reported. The device was returned to abbott for investigation. A long thread, consistent with the ptfe inner liner of the delivery sheath, was found to be entangled with the amplatzer amulet disc. The device met visual specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and that the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause of the reported exposed thread could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect- impact code: 4641.

Event description:
It was reported that on (B)(6) 2025, a 20mm amplatzer amulet was chosen for implant using a 12f amulet delivery sheath. During the procedure, it was noted that as the device went in, a small thread like or a filament like structure was observed on the imaging coming out of the lobe while on ice. The device was not completely deployed and was never released from the cable. When the observation was made, the device was manipulated by recapturing it and was fully retracted into the delivery system. The patient¿s activated clotting time (act) was greater than 300. The procedure was then completed using a new 22 mm amplatzer amulet device. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in the procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 01 december 2025, a 20mm amplatzer amulet was chosen for implant using a 12f amulet delivery sheath. During the procedure, it was noted that as the device went in, a small thread like or a filament-like structure was observed on the imaging on the lobe of the device. The device was retracted and the procedure was completed using a new 22mm amplatzer amulet device. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.